Event description:
It was reported that this ra lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. Additionally, there was noise and oversensing on the ra lead that appeared to be due to myopotentials. The atrial lead was reprogrammed to unipolar pacing and bipolar sensing. This ra lead was implanted on (B)(6) 2013 and remains in service at this time. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).